Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31mg/dl. Low bg cause was not known. Customer had assistance from spouse to consume carbohydrates and paramedics were called but stood by just in case but did not assist to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.